Manufacturer narrative:
The initial MDR was submitted with the incorrect catalog number. The correct catalog number is 368608.

Event description:
It was reported that the user noticed leakage while using the bd eclipse¿ blood collection needle with luer adapter. No serious injury or medical intervention reported.

Manufacturer narrative:
Date of event unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Lot number given is not a match for the catalog number in the database. Results: bd received (1) sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode was observed in the incident lot; the sleeve was not fully recovered with approximately 3mm of the non-patient (np) needle tip exposed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: a most likely cause is a clogged pump filter which may have resulted in atypical lube flow. The corrective action taken was replacing the filter.

Event description:
It was reported that the user noticed leakage while using the bd eclipse¿ blood collection needle with luer adapter. No serious injury or medical intervention reported.